Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2317500, model: sc-2317-50, serial: (B)(4), batch: 5056097.

Event description:
It was reported tha patient had inadequate pain relief due to lead migration. The patient underwent a lead replacement procedure and was doing well postoperatively. The explanted leads were discarded.